Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the device was attempted and not implanted as the physician could not engage the set screw into the right ventricular (rv) lead port. Three new and different #2 set screws were attempted in the port and they all went through the bore of the set screw thread into the barrel of the rv port. The device was replaced and another device was successfully implanted. No patient complications have been reported as a result of this event.